Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered. A few days later, the pump became unresponsive. Customer's blood glucose ranged from 98-174 mg/dl. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support.